Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 20-oct-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all six test results from the meter memory. The customer¿s expected blood glucose test result range is: 110-140mg/dl am fasting, 180-200mg/dl pm fasting. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2020 she obtained the result of 562 mg/dl. Customer stated that due to the result she had gone to the hospital where her blood glucose test result was 300 mg/dl. Customer was not treated and had been sent home. Customer was advised to contact her diabetic doctor. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).